Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the account to address the reported event. During servicing, fse was able to reproduce the issue with leaking injection valve. Fse replaced the sample loop and primed the instrument to check for further leaks. There were no further leaks noted. The pressure on the instrument was 8.89 mpa after the filter was replaced. The column count was found to be 3275 injections and the customer was advised to replace the column. Fse then attempted to run precision but observed a sample loader y2-axis failure. Upon further evaluation, fse found that the y2 belt was not moving. Fse then adjusted tension to y2 axis belt and performed sample loader rack rotation without any issues. The fse and the customer then ran precision with a whole blood sample with results of <6.5%. Fse then calibrated the instrument and ran quality controls (qc). The g8 instrument was operating as expected. No further action was required by the fse. The sample loop was most likely loose due to backed up pressure from the column to the injection valve secondary to the increased column injection count. However, fse could not confirm that this was the root cause for the sample loop leak at the injection valve but it was the most likely cause. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The 714 y2-axis error indicates an operation error in y2-axis. The countermeasures states to "inspect y2-axis. Execute sl.rotate". Chapter 1 introduction and applications under storage and stability states that "the column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections." The most probable cause of the 101 pressure low error message was a leak at the sample loop and loose tension of the y2 axis belt.

Event description:
A customer reported that the injection valve was leaking and they were getting a 101 pressure low error message with the g8 instrument. The customer tried to tighten the injection valve fitting but the error persisted. The customer then removed the injection valve causing the ceramic plate to slip down behind the cover. The instrument could not be used. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.